Event description:
It was reported that at a follow-up appointment, the physician observed elevated, out-of-range pacing impedance and shock impedance measurements (greater than 3,000 ohms and greater than 200 ohms, respectively) from this right ventricular (rv) lead. Additionally, there was evidence of over-sensed rv noise and loss of capture with high threshold values. The physician suspected a potential lead conductor fracture, and a revision procedure is anticipated to replace the lead. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, the physician observed elevated, out-of-range pacing impedance and shock impedance measurements (greater than 3,000 ohms and greater than 200 ohms, respectively) from this right ventricular (rv) lead. Additionally, there was evidence of over-sensed rv noise and loss of capture with high threshold values. The physician suspected a potential lead conductor fracture, and a revision procedure is anticipated to replace the lead. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.